Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed continuity test. The instrument passed energy delivery test. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the force bipolar instrument jaws were disconnected at the distal end. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: the site said that the issue was discovered in spd, there was no patient involvement.